Event description:
It was reported that during pre op connection keeps dropping out for patient interface. There was no patient involved.

Manufacturer narrative:
H3: analysis found that device found to have damaged pins. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253402, serial/lot #: (B)(6), ubd: UDI#: (B)(4). H3: analysis found that there was main pcba failure. H6: fdr: c0208 and img code g02030 are applicable. Manufacturing date for product ID: 8253402 is 2010-03-15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received. H6: codes are updated. Previously applied fdc d16 and fdd a0908 codes no longer applicable. H6: fdc d02 is for product ID: 8253402, serial/lot #: (B)(6) .additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The electrode kept losing connection.